Manufacturer narrative:
Onsite investigation was preformed and the reported issue could not be replicated. System opened and closed consistently and without issues. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system did not consistently open or close. When the user pressed the open or close button on the system pendent, the system's gantry would begin to move but would not compete the process. The user had to re-press the open/close button for the system to complete the action. There was no patient present when this issue was identified.